Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively and the system is not attributed to have caused the event. The system was examined. The company representative performed cornea z-offset verification and found that the corneal thickness measurement did not meet specifications. As a correction, the company representative performed a cornea z-offset calibration. The system was then tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could be attributed to the corneal thickness measurement drifting out of specifications. However, it remains inconclusive at this time how or when this specification became nonconforming. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported eye perforation occurred that was not planned. Additional information has been requested.